Manufacturer narrative:
H3, h6: the associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned journey fem impact bumper lt confirms the device has a piece broken off, rendering it inoperable. The broken piece was returned with the device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The sample is under evaluation by manufacturing site.

Event description:
It was reported that, during sterilization process, the journey fem impact bumper lt was damaged. It is unknown what the specific functional failure was. This happened after the case; therefore, there was no patient involvement. Upon investigation, it was discovered that the device was broken.